Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found the wash syringe to be worn out. Fse replaced the wash syringe with a new one, performed calibration, ran assay precision checks on the 27.29 assay, quality controls (qc), and checked the dilutions. All results were within acceptable range and specifications. The aia-900 instrument is functioning as intended, and the >l flag cleared. No further action required from field service. A 13-month complaint and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator's manual, section 11 maintenance provides guidelines on maintenance including how to clean and replace the wash probe. The st aia-pack 27.29 assay application manual under page 10 states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, two levels of controls are run in order to accept the calibration curve. · the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure st aia-pack 27.29 should not be used as a screening test. The results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack 27.29, the highest concentration of ca27.29 measurable without secondary dilution is 19.05 u/ml (400 u/ml after x21 dilution factor), and the lowest measurable concentration is 0.1 u/ml (2.0 u/ml after x21 dilution factor) (assay sensitivity). All serum or plasma samples are diluted 1:21 with sample diluting solution prior to initial assay either automatically on the aia systems or manually if so desired. Although the approximate value of the highest calibrator is approximately 20 u/ml (420 u/ml after x21dilution factor), the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 19.05 u/ml (400 u/ml after x21dilution factor). Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values or occasionally falsely decreased values when tested for ca27.29 using st aia-pack 27.29. A ca27.29 result below the upper reference limit of normal does not indicate the absence of breast cancer because patients with histopathologic evidence of breast carcinoma may have ca27.29 assay values within the range of normal individuals. Conversely, a ca27.29 assay value exceeding the upper limit reference limit of normal does not necessarily indicate the presence of breast malignancy since 1-2% of healthy individuals and individuals with non-malignant conditions may have elevations in ca27.29 assay results. A ca27.29 assay value should not be interpreted as absolute evidence for the presence or absence of malignant disease. The performance of this test has not been established for male breast cancer patients. The performance of this test with patients with central nervous system metastases has not been established. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert. The most probable cause of the reported event was due to a worn out wash syringe.

Event description:
On (B)(6) 2018, a customer reported getting <l (low value) flag on a patient sample (assay range is 0.1 - 19.05 u/ml or 2.1 - 400 u/ml with 1:21 dilution) with the 27.29 assay on the aia-900 instrument. Per customer, the lab's policy is to repeat a 27.29 assay if the results is <l, however, this result was approved in error by a new operator. The same specimen was repeated and received no result with an sp flag (sample prevented flag). Customer added that the same specimen was again repeated with an x210 dilution, where the original was at x21 dilution, and the result was 3819.41 u/ml, which correlated with the patient's clinical history. Customer noted the laboratory procedure was normal, the specimen was barcoded, drawn in a serum separator tube, sat in room temperature for 30 minutes to clot, and then spun for 10 minutes; the samples were good specimens. Customer reported that the issue was seen with one (1) patient sample only. There was no change in treatment as a result of the <l 27.29 patient result. This particular patient is known to be high and the <l result did not pass the lab's delta check with previous results. Customer is conducting a proficiency survey and requested service for the aia-900 instrument.